Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing detached from hub event on 13-oct-2024. The infusion set has been used for less than a minute. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.